Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had flickering in the video image during use. The issue occurred during sedation. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped, and the rigid tube was dented. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering in the video image is caused by a component failure of the universal cable. And the rigid tube was dented. Due to a component failure of the rigid tube. And light guide bundle was chipped. Due to component failure of the light guide bundle. Olympus will continue to monitor field performance for this device.